Manufacturer narrative:
X-ray results revealed that the electrode array is in correct position.

Event description:
The recipient is reportedly experiencing multiple open electrodes. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed damaged overmold on the top cover as well as delaminated overmold on the bottom cover. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. Dissection and scanning electron microscopy analysis of the fantail region of the electrode revealed evidence of tensile breaks on all electrode wires. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed damaged overmold on the top cover as well as delaminated overmold on the bottom cover. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some electrical tests performed. The device passed the mechanical tests performed. Dissection and scanning electron microscopy analysis of the fantail region of the electrode revealed evidence of tensile breaks on all electrode wires. Scanning electron microscopy analysis of the electrode revealed evidence of tensile breaks on all electrode wires at the fantail region. These breaks can be associated with the lost sound and the open electrodes reported. A CAPA was implemented. This is the final report.